Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that even though the clamps on the transducer lines are closed, saline is backing up into the transducers. The transducer issue is taking time and supplies to rectify. Additional information requested but to date has not been obtained.